Event description:
It was reported by the customer that the blade mount of the sagittal saw attachment came apart. If more information is provided by the account or if any associated failure or malfunction is detected in service, the decision will be re-reviewed.

Manufacturer narrative:
The complaint for disassembly was not confirmed as the product was not received for evaluation.

Event description:
It was reported by the customer that the blade mount of the sagittal saw attachment came apart. If more information is provided by the account or if any associated failure or malfunction is detected in service, the decision will be re-reviewed.